Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer 3.1 failed and was showing open in recovery. A field service engineer (fse) logged into admin and tested in hardware test application (hta) with no errors observed. The drawer opened and closed without issue. The station was shut down, the latch sensor was replaced, and upon startup the device was tested successfully. The escort was able to recover and verify proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es amor-hale-304 half height drawer 3.1 failed to open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.